Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the entire filter migrated to heart and tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the entire filter migrated to heart and tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later, patient presented for removal. Attempts were made to snare the bard clips inferior vena cava through the shuttle sheath. Venacavogram was performed and showed the filter to be in perfect alignment in the inferior vena cava on ap view. Multiple attempts were made but the filter could not be snared. An ensnare was used as well. This also could not capture the top of the filter. A larger straight snare 20 mm in diameter was tried and was also unsuccessful. A lateral inferior venacavogram was performed and revealed the filter to be tilted anteriorly and the hook on the top of the filter appeared to have eroded through the anterior wall of the vena cava. At this point, attempts to snare the tip of the filter was abandoned. One of the legs of the filter was distorted and bent during this period of manipulation with no untoward events. Approximately seven years and two months later, computed tomography (CT) revealed that there was an inferior vena cava filter noted with abnormal horizontal orientation. The apical tip of the inferior vena cava filter projects anterior. The distal struts appeared to penetrate the inferior vena cava wall, longest measuring 13.6mm from the inferior vena cava, causing erosion of the adjacent vertebral body. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. However, the investigation is inconclusive for the alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.